Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed an infection, which resulted in the explant of this left ventricular (lv) lead, including the device, and the other two leads. The patient was prescribed antibiotics. It is unknown at this time whether the patient will receive a new system, as they have other comorbidities, putting the patient at high risk for reoccurrence. No additional adverse patient effects were reported.